Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). It was mentioned that since the device was not inflating, the patient could not have an erection. A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. During the procedure, a hole was identified in the cylinder. The patient did not experience any adverse events and had a successful procedure.